Manufacturer narrative:
Initial.

Event description:
It was reported that the user received device alerts indicating insulin was expired or depleted shortly after changing supplies, and customer care guided the user through the fill cannula step and confirmed a new infusion set and cartridge had been installed. Symptoms included user-facing alerts of low or expired insulin without reported adverse clinical effects. Outcomes included completion of on-call troubleshooting and user education with restoration of expected operation. Investigation included remote troubleshooting and verification of infusion set and cartridge change steps. Investigation of this case revealed improper or incomplete supply change steps prior to guidance, resulting in incorrect system status detection of insulin availability, which resolved after correctly performing the fill cannula procedure and confirming the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that user technique during supply change was the most probable cause.